Event description:
On 12/31/1998, the MFR rec'd the device along with a report that states the following: on 11/25/98, the facility's or materials coordinator informed the MFR's sales rep of the following: the pt complained of pain around the device. No redness or inflammation was noted. A venogram was performed and contrast could be seen coming out of the catheter. The device was explanted and replaced with another MFR's device. No harm came to the pt. No further details were provided.